Event description:
Additional information was received from the manufacturer representative (rep). There were now high impedances on 5 of the contacts. The rep was unable to connect the device prior to surgery so it was unknown if the impedances were present prior to replacement. The cause of the damaged lead, difficulty removing/inserting the lead into the ins, and impedance issues was unknown. The surgeon had difficulty removing the leads from the old device and difficulty inserting them into the new device. With a connection and impedance check, it was noted that 5 contacts had impedances. The physician wants to program the patient at her post op appointment on november 11th, and will discuss lead revision with the patient. The patient currently has the new battery active. The physician wants to program at her post operative appointment to see if a lead revision is required. If so, the hcp will have this discussion with the patient.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6). Implanted: (B)(6) 2017: product type lead product ID 97714. Serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2017. Explanted: product type lead product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2017. Explanted: (B)(6) 2025. Product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 22-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Once leads were placed, connection/impedance issues were found in 5 of the contacts. Troubleshooting was performed. They attempted to clean/wipe the leads to remove build up. The cause was not known. The issue was ongoing. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 97714 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type implantable neurostimulator PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.